Manufacturer narrative:
Date received by manufacturer has been updated to 04/29/2016.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for albt2 tina-quant albumin gen.2 (malb) on a c501 analyzer. The sample initially resulted as 80 g/l and this value was reported outside of the laboratory. The laboratory was then contacted by the physician and the sample was repeated. The repeat result was 45 g/l. The patient was not adversely affected. The malb reagent lot number was 139349. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Calibration appeared to be fine and the alarm trace did not show any issues. Controls showed an abnormality at (B)(6), otherwise controls were fine. It was not known when the sample was measured.